Event description:
It was reported that the patient presented for remote follow up, the implantable cardiac monitor (icm) exhibited noise. No intervention was performed and patient had no consequences.